Event description:
A customer contacted beckman coulter inc. (Bec) stating that the baths of the coulter act diff 2 analyzer were overflowing and the vic (vacuum isolation chamber) was full of fluid. The operator was wearing gloves and a lab coat at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
Bec cts (customer technical support) had the customer drain the vic using solenoids, clean the foam trap and replace the fluid barrier. Cts had the customer run a startup which passed. The baths were draining properly. A clear root cause for this event was not determined however troubleshooting with bec cts resolved the issue. (B)(4).